Event description:
The complainant reported that an unspecified malfunction occurred, but no specific details were available. The event was believed to have occurred in early to mid-november. Staff recalled that ¿something did not work,¿ but no further information could be provided. The device is being returned for preventive maintenance. The complaint remains unknown aside from the information reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.